Event description:
Same case as MDR ID 2134265-2013-02494 and MDR ID 2134265-2013-02497. It was reported that during an intravascular ultrasound (ivus) procedure, the motor drive unit was unable to pullback. During an ivus procedure, it was noted that the motor drive unit pulls back intermittently. It was noted that no patient was involved and no patient complications were reported.

Manufacturer narrative:
Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).